Manufacturer narrative:
Initial.

Event description:
It was reported that the user saw a low glucose alert on the ilet and chose to ingest approximately nine glucose tablets without confirming with a fingerstick, after which glucose rose to 314 mg/dl; the ilet then delivered insulin and a subsequent sensor reading showed 48 mg/dl, while a concurrent fingerstick measured 87 mg/dl that was used to calibrate the system; the user was on dexcom g6 and reported no symptoms. Symptoms included no clinical signs or conditions reported despite device readings indicating episodes of hypoglycemia and hyperglycemia. Outcomes included a delay to appropriate therapy due to self-treatment without confirmatory testing and subsequent system-driven insulin delivery in the context of discordant readings. Troubleshooting and education were completed on urgent low, low, and high glucose alerts and on appropriate oral glucose treatment practices. Investigation included internal case review of device performance and user actions. Investigation of this case revealed user management of hypoglycemia that did not follow recommended verification and treatment amounts, leading to hyperglycemia followed by insulin delivery and a discordant cgm value later calibrated with a fingerstick, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and education needs related to hypoglycemia treatment and confirmation.